Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. Replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (170-200 mg/dl) and the cause was not known. A bolus via the pump was delivered. During a pump system check, the pump date was found to be off by one day. The customer did not know the cause. Tandem technical support (cts) assisted the customer with correcting the date. Reportedly, the customer changed the cartridge every 3-4 days. Cts informed the customer that humalog was labeled for 48 hour use with the cartridge and the customer thought that this may have contributed to the event.